Event description:
It was reported that the pt experienced increased pain symptoms. A rotor study was done and no clear rotor rotation occurred. Aspiration of cerebrospinal fluid from the catheter was possible. The pump was replaced. The pump was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.